Manufacturer narrative:
(B)(4). Date sent: 08/04/2025. D4: batch #332d49. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with a cecr60w reload loaded on the device, with a cecr60b reload(c) present. The loaded reload was received partially fired 1/4; the reload(c) was received unfired. The device was tested for functionality in the articulated position with the returned reloads by resetting and reloading them into the device. The device achieved its complete stroke firing sequence without any difficulties. The cut line was complete and there was one staple missing from the staple line of loaded reload, however the remaining staples met the staple form release criteria. No conclusion could be reached as on what caused the missing staples. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached on what may have caused the missing staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ec60a with lot number 356d61; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 332d49, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device could not be fired. Changed to another one to continue the procedure but the same problem happened again. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.